Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he's got calibration issue and got a low blood glucose of 50 mg/dl. Troubleshooting was done and was unable to resolve the issue. The sensors will be replaced or returned for analysis.